Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the keypad buttons on their device were completely unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 device evaluation 11/19/2013, this supplemental report is being submitted based on the results of a device evaluation that occurred on (B)(4) 2013: the up and down buttons were intermittently responsive while the contrast and ok buttons were functional. No contamination was found under the button contacts. The bolus button was hard to push and unresponsive. The bolus button plunger was misaligned and moisture was found on the bolus button contacts. Corrosion was found on the keypad flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.